Event description:
Received a blood glucose reading of 300 mg/dl (approx.) The customer retested and received a reading of 100 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.